Manufacturer narrative:
(B)(4). . A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device would not switch on. No patient involvement.

Manufacturer narrative:
.